Event description:
Received information stating customer received an occlusion alarm. Customer noticed blood int eh tubing near the site and did not see insulin coming from the tubing. Per customer, blood glucose level was 290 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.